Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo 12.6 implantable collamer lens, -14.5 diopter in to the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and problem was resolved. The patient's post-op uncorrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in case/vial. Visual inspection found the lens haptic torn/broken. (B)(4).